Event description:
Same case as MFR # 2134265-2011-04605.it was further reported that an additional 035/260 amplatz s/s xch guide wire became stuck in a non-bsc guide catheter. The guide wire was removed successfully from the guide catheter.

Manufacturer narrative:
(B)(4). Device evaluation by MFR: the amplatz s/s xch guide wire was received for analysis with a part of an unknown catheter attached to the proximal end. Visual inspection revealed that an approximately 1cm section of the teflon coating was scraped at 70 cm from the distal end. Dimensional analysis revealed the outer diameter of the device to be within specifications. No problems were noticed during removal of the wire from the catheter. The manufacturing record confirmed that the device meet all material, assembly and performance specifications. The most probable root cause is operation context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire became stuck in the catheter. The 100% stenosed, totally occluded lesion was located in a mildly calcified and mildly tortuous tibial vessel. As the physician was attempting to advance the wire to the target lesion the (B)(4) amplatz s/s xch guide wire became stuck in a non-bsc guide catheter. The wire was unable to be advanced or withdrawn and the catheter and guide wire were removed together as one unit. Vascular access was lost. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).